Event description:
The parent reported via phone call that the customer received a button error alarm. The customer's blood glucose was 244 mg/dl. The parent could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no esc/act button response due to flattened button dome switch. The insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.